Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit was also programmed with test glucose meter. Unit communicated properly and recorded the 94 mg/dl value properly from glucose meter. Unit had minor scratched lcd window, cracked battery tube threads and missing o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported reservoir and battery compartment were cracked, loose and sticking out. Customer's blood glucose was 261 mg/dl. Customer was advised that insulin pump would need to be replaced.